Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this polarmap catheter was visually inspected. A kink was observed in the catheter shaft with exposed wires. No damage was noted to the distal loop. Xray examination identified a break in the wire near the kink of the shaft. Electrical testing showed the break in this wire caused an open on electrode 1. The reported allegation was confirmed. It is believed that excessive force inserting the polarmap device into polarx guidewire lumen or mishandling during unpackaging is what led to the kinks in the shaft, resulting in the observed damage and clinical observations.

Event description:
It was reported that during unpackaging of the device, the electrodes were detached. During preparation for an ablation procedure to treat atrial fibrillation (af), a polarmap catheter was selected for use. Upon unpacking the device, it was observed that the electrodes on the proximal side were detached. There was no damage to the device packaging. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that during unpackaging of the device, the electrodes were detached. During preparation for an ablation procedure to treat atrial fibrillation (af), a polarmap catheter was selected for use. Upon unpacking the device, it was observed that the electrodes on the proximal side were detached. There was no damage to the device packaging. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.